Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va03qvr, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implant got infected. . Explant occurred on (B)(6) 2013. Patient symptoms included: burning sensation, drainage/incisional wound opening, pain, redness, and swelling. The location was noted as the device pocket. The patient was ok. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the manufacturer¿s representative talked to the patient and they were reported as doing better after having the implantable neurostimulator (ins) ¿rejected¿ and removed. If additional information is received, a follow-up report will be sent.